Manufacturer narrative:
The returned meter (B)(6)was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. Meter powered on with button depression and test strip insertion. Unexpected characters/screen appearance issue was observed. Therefore, the issue is not confirmed. At this time strip has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with insertion of test strips. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a health-care professional (hcp) who obtained a blood glucose of 27 mgs/dl and administered intravenous glucose for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with insertion of test strips. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a health-care professional (hcp) who obtained a blood glucose of 27 mgs/dl and administered intravenous glucose for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.